Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results with one patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The patient sample was tested as part of a pooled sample (pool of 3 individual samples) on the cobas liat and generated a positive result for sars-cov-2. The samples were retested individually on a competitor platform (genexpert) which yielded negative results. Negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Some likely causes for this discrepancy could be off-label sample collection, sample processing, and differences in testing platforms. Review of the entire data set provided indicated the instrument is performing well and there are no curve abnormalities, no baseline level changes, no volume discrepancies, and no instrument flags. Note, pooling of samples is an off-label practice. The sample collection kit is an off-label kit and throat samples are not an approved collection type.